Event description:
It was reported that the subject guidewire was used with other devices in right va accute occlusion case. When passing the subject guidewire through the lesion, the operator checked under dsa (digital subtraction angiography) showed the tip 15cm of the subject guidewire was fractured. The operator pulled the subject guidewire and microcatheter out and replaced the subject guidewire with another one. The balloon catheter was used to dilate the lesion and completed the procedure successfully. The fractured tip of the subject guidewire was left inside the patient's body. There were no adverse consequences related to an un retrieved device fragment.

Event description:
It was reported that the subject guidewire was used with other devices in right va accute occlusion case. When passing the subject guidewire through the lesion, the operator checked under dsa (digital subtraction angiography) showed the tip 15cm of the subject guidewire was fractured. The operator pulled the subject guidewire and microcatheter out and replaced the subject guidewire with another one. The balloon catheter was used to dilate the lesion and completed the procedure successfully. The fractured tip of the subject guidewire was left inside the patient's body. There were no adverse consequences related to an un retrieved device fragment.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that placed 6f guiding to v1 section and then subject guidewire device and microcatheter to pass the lesion. However, when passing through the lesion the operator checked under dsa (digital subtraction angiography) to find tip 15cm of the subject guidewire device got fractured. The operator pulled the subject guidewire device and microcatheter out and replaced the subject guidewire device with another one and used gateway balloon to dilate the lesion to finish the procedure successfully. The fractured tip of subject guidewire was left inside patient's vessel. Additional information received, indicates that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. There was some difficulty rotating the guidewire using the torque device. The subject guidewire device was not returned for analysis. Based on a review of all available information it is possible that the patients severely tortuous anatomy may have caused some difficulties in navigating the subject guidewire device to its intended location causing the subject guidewire device to fracture. An assignable cause of procedural factors will be assigned to this complaint, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.